Event description:
It was reported that a monarc device was implanted, the date of implant was not provided. Plaintiff's attorney has alleged that, "she has suffered significant disfigurement, disability, mental anguish, emotional distress and economic loss, and will continue to suffer physical limitations, pain, injury, damages, economic loss, harm, and mental and emotional distress in the future." It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.